Event description:
Nimbus infusion pump. Nimbus ii pump. Manufactured in china for infutronix llc. Pump abruptly powers off on its own without warning causing the settings to be wiped out. The home infusion stops infusing and cannot resume without coming back into the clinic to have a new pump placed causing a delay in treatment. Battery power was full. Battery is a fanso er18505m 3.6v lithium battery. Medication infusing: fluorouracil.